Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and a haptic broke. There as no pt contact or injury.

Manufacturer narrative:
(B) (4): evaluation results - (other): visual inspection of the returned product showed both haptics and a piece of the optic was torn off. There was evidence of a clear surgical residue. Conclusion (other) - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).